Event description:
The dealer is making invacare aware today regarding issues with a chair that they requested a parts quote in december 2014 with out notifying us of issues with the chair. The dealer now states that the motors are grinding and the chair is pulling to the right.